Event description:
(B)(4). I had essure put in after having two children. (B)(6) paid for this procedure. After being dropped by my doctor without warning he never did a follow up to make sure product was properly in place. After going to emergency room a week later and taking (B)(6) those results to that doctor he said I was fine. Two years after having essure put in place in (B)(6) of 2009, 2011 I became pregnant with a son who was encased by the essure coils. As a result I was induced into labor because the coils were affecting my son's heartrate. I delivered a healthy boy then had my tubes clamped shortly after followed by a medical emergency hysterectomy because one coil sat on a major artery and all the rest of the pieces migrated into my lower extremities. After having a hysterectomy I was sent home to recover then forced to come right back the same day due to getting e-coli and going in for a second surgery two days after having the hysterectomy. The essure is a dangerous unpredictable procedure that is not necessary by any means and unsafe